Manufacturer narrative:
Result: there was no visible damage to the exterior of the pump. Conclusion: the complaint has been evaluated. The complaint indicated that the green light turned on, but no vacuum power was generated when the knob was turned either way. Evaluation of the returned device could not confirm the complaint. The pump was powered on and run for 30 minutes and no issues were found. The cause of this complaint could not be determined. These devices are 100% functionally tested during inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using penumbra system aspiration pump max 220. During the procedure, the physician attempted to turn on the pump max; however, it failed. The physician noticed the green light was on but no vacuum power even if the knob was rotated both ways. The procedure successfully continued using a new pump max 220 to continue the procedure.